Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the response button covers were missing and the rear response button switch contacts were corroded. The cause of the non-functional response buttons is the corroded switch contacts. The cause of the corroded switch contacts is the exposed switch. The root cause of exposed switch is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.